Event description:
The customer reported that the passed out and was taken to the hospital due to high blood glucose. The blood glucose reading was not reported. It was stated that the doctor determined that the customer had a rare virus in his lungs. The customer also reported being stressful and having to work long hours the customer stated that the basal rates were changed and still didn't solve the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device amy have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.